Manufacturer narrative:
Investigation summary: no product was returned for investigation. Mechanical interaction w tissue: clinical details noted that a myocardial injury occurred during rotation of the heart in a vsp repair. The impella was not penetrating but was slightly visible through the epicardium. The cause of the mechanical interaction with tissue was a use related issue as the heart was rotated during the procedure according to clinical details. Device history lot: device lot: 1932248. Device history batch: subcomponent lot: n/a. Device history review device with sn: (B)(6) passed all post sterile inspection checks.

Manufacturer narrative:
A4 is unknown. Follow-up information regarding patient outcome and whether the impella 5.5 was explanted or remains implanted is currently unknown and not available. The patient's status currently is unknown. A supplemental report will be submitted if additional information is received. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that a patient noted as high-risk ventricular septal defect (vsd) repair was implanted with an impella 5.5 device for mechanical circulatory support. The patient had a previous impella cp implanted and was additionally cannulated for extracorporeal membrane oxygenation for added support. The patient¿s pulmonary artery pressure remained high and mean atrial pressure was low, so the decision was made to escalate the patient to an impella 5.5 after two days of support on the impella cp. The vsp repair was performed successfully, however a myocardial injury occurred during manipulation of the heart for the procedure. It was noted that the impella 5.5 did not fully penetrate, it was slightly visible through the epicardium. Tachoseal was applied to the injured area, and the patient was noted to be stable. The patient remained on impella support to allow the left ventricle to decompress and to await hemostasis.

Manufacturer narrative:
D6b: explant date added.